Event description:
A peritoneal dialysis patient reported that after completing treatment fluid was found in the cycler when removing the cassette from the system. Fluid was in the pump module area and on the external cassette. In a follow up with the patient's nurse it was reported that there was no harm, adverse event or intervention associated with the fluid leak. The patient was able to do manual treatment in the absence of the cycler for one night. The patient received the new cycler and has been using it without any further issues. The cycler is available to return for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis patient reported that after completing treatment fluid was found in the cycler when removing the cassette from the system. Fluid was in the pump module area and on the external cassette. In a follow up with the patient's nurse it was reported that there was no harm, adverse event or intervention associated with the fluid leak. The patient was able to do manual treatment in the absence of the cycler for one night. The patient received the new cycler and has been using it without any further issues. The cycler is available to return for investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid leaks in test cassette during test.valve actuation test passed. System air leak test passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. There was a visual evidence of a clog in hp2 filter. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient reported that after completing treatment fluid was found in the cycler when removing the cassette from the system. Fluid was in the pump module area and on the external cassette. In a follow up with the patient's nurse it was reported that there was no harm, adverse event or intervention associated with the fluid leak. The patient was able to do manual treatment in the absence of the cycler for one night. The patient received the new cycler and has been using it without any further issues. The cycler is available to return for investigation.